Manufacturer narrative:
The device involved in this event will not be returned for evaluation.

Event description:
Coiling treatment of an ica aneurysm. After several coils were implanted, a loop of the coil exited the confines of the aneurysm. An arteriography was performed and showed a leak. Heparin was then immediately reversed and the physician was able to stop the bleeding by packing the aneurysm with additional coils. No patient injury reported.